Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was implanted prophylactically in an endurant iis stent graft system in during the treatment of an abdominal aortic aneurysm. The proximal neck was noted as wide with a diameter of 32 mm. It was reported during the index procedure, after the endurant iis and limbs were implanted and ballooned, four endoanchors were implanted at the proximal neck. While implanting the fifth endoanchor the endoanhcor was advanced during the first stage deployment. During the second stage of deployment the applier released without warning. The applier was removed and a portion of the endoanchor visibly remained in the applier tip. The remaining portion of the endoanchor would not advance out of applier. The physician chose not to implant a sixth endoanchor with a different applier. The tip of the broken endoanchor had implanted and remained in place. Final angiogram showed no issues. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.